Event description:
On the morning of (B)(6) 2024, during a gastroscopy on a patient, the u/d angulation knob was not turning flexibly, resulting in a long time of focusing, excessive operation time, and prolonged pain to the patient. Continue to operate will cause serious risk to the patient. The doctor deactivated the equipment and used a backup scope, and contacted equipment section for disposal. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical apac perfomed a good faith effort to gather additional information regarding this event and responded to the following questions an email on 18-apr-2024. 1. Did you extend the time of the procedure to the point where it became an issue? No, the hospital just thought that it had malfunction and could not be used, result to need to replace another scope to complete the examination, which prolonged the examination time. 2. Was the patient actually at serious risk? No, no harm was caused to the patient. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report, d9: is this device available for evaluation? , g6: type of report, h2: if follow-up, what type?, h3: device evaluated by manufacture, h6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI), h4:device manufacture date. Evaluation summary the pentax engineer checked with hospital staff. The device was used for examination. No harm was caused to the patient. The examination was completed with a backup device. The device was repaired by pentaxmedical and returned to the hospital. Based on the investigation, a potential root cause of this failure is worn out of angle wire due to repeated angulation. Worn out of angle wire caused angulation failure. On 17-apr-2024, pentax engineer went to hospital to confirm the endoscope and retrained customers on routine failure prevention and repair reporting processes. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 30-apr-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 30-apr-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.